Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer requested technical support for ¿no ac inlet¿. The unit was not in clinical use at the time, no patient user involvement.

Manufacturer narrative:
Customer declined service/repair.